Event description:
It was reported that a system error #3 occurred while on patient. The pump was swapped out with no patient issues. Pump assembly replaced.

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac3 pump assembly (p/n: 33-3200-001, s/n: (B)(6) ). Visual inspection of the sample was performed, and no abnormality was noted. The returned pump assembly was installed into a known good ac3 for functional testing. The pump was powered up successfully, and no abnormalities were noted on the screen. Pumping was initiated; however, the motor was heard continuously turning and then the pump alarmed "system error 3". The pump assembly was removed from the lab inventory ac3 and the outer housing of the pump assembly's bellows box was opened to further investigate. The washer that connects to the bellows plate was noted to be misplaced. Upon initiation of pumping, the leadscrew spins continuously without engaging the bellows. The leadscrew assembly was disengaged and free-moving. The pump assembly was completely disabled to more closely examine the internal hardware. The bellows plate did not show any damage to the threads that mate to the leadscrew and there was grease noted. No damage was noted to the le adscrew or washer. Note: this is the original pump assembly for this pump. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. This will be monitored for any developing trends. The reported complaint of system error 3 is confirmed. The pump alarmed system error 3 during the complaint investigation. The leadscrew was found disengaged from the bellows. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the disengagement of the leadscrew to the bellows. The root cause of this complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that a system error #3 occurred while on patient. The pump was swapped out with no patient issues. Pump assembly replaced.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.